Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application would not launch automatically. A field service engineer (fse) removed the outdated remote support service (rss) component manager, installed the latest version, configured it, and successfully ran the required packages in rss. The station then automatically launched into the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was unavailable for use due to system asking for administrator credentials. User reported application was frozen. There were no adverse events or injuries reported based on this event.